Event description:
The customer alleges that the epidural needle (tuohy-weiss) was defective. The physician could not pass the catheter through the needle. No report of a patient harm or injury.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.